Manufacturer narrative:
(B)(4). The device was received and evaluated. Probable cause: insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Review of the service dates and activities revealed the previous return of the device was not for the reported problem of the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 5. The drain volume was 4537 ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.